Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation. The product lot information was not provided; therefore, a review of the device history records could not be performed, nor could a retention sample be obtained for investigation. A complete investigation could not be conducted and this complaint is not confirmed. This event is associated with the voluntary safety alert distributed by terumo on december 8, 2015, 1124841-12/08/2015-004-c, and it was confirmed in other events that are also associated with this safety alert, that during these other events it is likely that the magnets were defective with weak magnetic strengths. These magnets are manufactured by an outside supplier, (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the cuvette failed. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.